Manufacturer narrative:
Batch review performed on 18 december 2018: lot 130672: (B)(4) items manufactured and released on 10 may 2013. Expiration date: 2018-03-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 5 years after primary surgery, due to instability caused by a stem loosening. The surgeon revised the stem, head and liner and the surgery was completed successfully.